Event description:
It was reported that on (B)(6) 2023, during a selenia dimensions procedure, it was reported that the c-arm would move on its own. A field engineer examined the equipment and determined that it was related to faulty switches. The equipment was repaired and the equipment met the manufacturer´s specifications. No injury to the patient or staff reported. No other information is available.